Event description:
It was reported that the patient transmitted twice with care link reports showing 6 vt episodes and 53 non-sustained, and when the carelink report was imported into paceart, no episode details were populated. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.